Manufacturer narrative:
(B)(4). The complaint device was not provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined. Additionally, the (B)(4) vibe user's guide states: sensors may fracture on rare occasions. If a sensor breaks and no portion of it is visible above the skin, do not attempt to remove it. Seek professional medical help if you have symptoms of infection or inflammation - redness, swelling or pain - at the insertion site. It was reported that the patient did not insert the sensor in an approved site according to the user's guide. It should be noted that the (B)(4) vibe user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report that upon sensor removal, sensor wire was detached from the sensor pod. Distributor states on behalf of patient's father that when sensor pod was removed, the sensor wire was visible above the skin, which was then removed by the patient's father. The sensor was inserted on (B)(6) 2015, and the event occurred on (B)(6) 2015. Patient inserted sensor into arm which is not an approved site of insertion. No additional patient or event information is available.